Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then, the pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip. The motor was tested outside of the device and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 28mg/dl or 29mg/dl. The customer's most current level was 137mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states there was a possible over delivery with the device. The drive support cap was noted to be loose. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.